Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was attempting to perform the fill tubing step during the load process but was not seeing insulin exiting the tubing. The customer changed out the tubing and was still unable to see insulin drops. The customer reported later being able to see drops coming from the tubing. Customer reported blood glucose (bg) level was 424 (mg/dl). A correction bolus via the pump was delivered to address bg level. The customer stated at the time of the report their bg level had returned to target.